Event description:
On (B)(6) 2013, the patient reported that he had a kidney transplant on (B)(6) 2011 and his basal rate was changed on his infusion device to offset the effects of prednisone. His doctor changed his dosage of prednisone, but did not change the patient's basal rates. On (B)(6) 2011, the patient's blood glucose level was 17 mg/dl. His normal range is 120-140 mg/dl. The patient's wife called for emt's because he was unable to self-treat the low blood glucose level. The emt's provided an IV of glucose. He was not taken to the hospital because he was alert after receiving the glucose. No allegation was made against the performance of the infusion device. No product was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product requested to be returned.

Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. No product was returned.